Event description:
Information received by medtronic indicated that the reservoir had air bubble anomaly. Customer stated that the air bubbles were noticed during therapy. Customer stated that the approximate size of air bubbles was 0.5. Troubleshooting was performed. Customer stated that the air bubbles were not removed successfully. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.